Manufacturer narrative:
(B)(4). The customer indicated the incident pencil will not be returned for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that there was an or fire where electrosurgery was used. It was disclosed that mastisol had been used on the patient and a cautery pencil ignited a fire where the adhesive was placed. The incident was described as a slight vapor ignition during open air activation of the pencil not touching the patient. This was believed to have been the result of using mastisol on the patient. There was no patient injury. The incident pencil is not being returned for evaluation.